Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the hair was discovered wrapped around lens after it was implanted. Additional information has been requested and received stated that lens was not inserted and there was no patient harm.

Manufacturer narrative:
The device was returned for evaluation with no damage observed. The foreign material was not returned. Photo was provided of a single hair on a surgical instrument. Additional observations were as follows: the device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. No hair returned. Photo evaluation: photo provided for evaluation. Photo shows what appears to be a hair/thread on a surgical instrument. We are unable to determine the root cause for the reported complaint "hair found wrapped around lens after insertion". The foreign material was not returned for evaluation. The origin of the foreign material cannot be confirmed. The manufacturer internal reference number is: (B)(4).